Event description:
On november 20, 2006, it was reported to bsc that during an endoscopic retrograde cholangiopancreatography (pt gender and age unk) "the cutting wire broke immediately when the current was applied." The procedure was completed with another ultratome xl. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.